Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. Date of event is based on date of publication. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A literature article discussed treatments with diamondback 360 coronary orbital atherectomy devices. One patient experienced a perforation. Watanabe et al. "Predictors on ivus findings of orbital atherectomy induced coronary artery injury."